Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. Approximately 18 months post index, it was discovered that the stent graft limb had retracted into the aneurysm sac, resulting in a type ib endoleak in the left iliac. The patient was asymptomatic. The physician believes the stent graft was not extended far enough in to the iliac and retracted. No additional clinical sequelae were reported and the patient is fine. Two weeks after discovery of the endoleak, the patient underwent a secondary procedure to resolve the endoleak. Two 16x16 limb stent grafts were implanted, and the endoleak was resolved. The patient is doing well. A review of a single returned still cta image (unknown study date) showed a likely distal type I endoleak coming from the left iliac limb. From this limited image, there appeared to be no stent graft within the left common iliac artery. No scale was seen on the film; therefore, no measurements could be made. The cause could not be determined from this single image.

Manufacturer narrative:
(B)(4).